Event description:
"Elevated power consumption" message displayed in the status screen upon interrogation. Recommended to physician that the device be explanted immediately. On (B)(6) 2012 - as of today, all available info suggests this device remains implanted. The rep has been contacted regarding explant of this device.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol2. The device was implanted for 42 months and 16 charging cycles were recorded to the device memory. The inspection of the ICD memory confirmed an elevated current consumption of the ICD in between (B)(6) 2012. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The current consumption of the ICD was normal. A long term test was performed, to verify the stability of the current consumption of the ICD under in vivo conditions. However, there were no anomalies observed during the test, the device operated as expected. Especially the current consumption remained stable throughout the entire time of analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.